Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the vector express may not be accurate as different threshold results are obtained with manual testing. There was greater than one volt difference between the two. The left ventricular lead has had large increases in threshold and the threshold is now high. The device and lead remain in use. No patient complications have been reported as a result of this event.